Event description:
It has been reported to philips that, the system was hang up. System was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system error log and reconnected the host pc as well as reinstalled host ghost image and device returned to full functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system getting hangup. Fse analyse the system and found that there was malfunction with the system where the system stopped when entering patient information after completing the equipment boot. Fse inspected the system error log and reconnected the host pc as well as reinstalled host ghost image also performed cpu thermal grease inside the pc. After this the system was returned to use in good working order. The codes were updated based on the investigation outcome.